Manufacturer narrative:
Received additional information on (B)(6) 2024 reporting the customer went to the emergency room (ER) due to a blood glucose (bg) level of 554 mg/dl. The customer was treated with an insulin injection and was under observation by the ER staff. The customer was released from the ER 5 hours later with the reported issue resolved and no permanent damage.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.